Manufacturer narrative:
The device referenced was not returned to olympus for evaluation. The cause of the reported event could not be determined.

Event description:
Olympus received a legal document on june 24, 2016 which alleges that a patient was infected with a drug resistant bacteria after he underwent multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v duodenovideoscope in (B)(6) 2014. The legal document also alleges that the tjf-q180v was reprocessed using a custom ultrasonics system auotmated endoscope reprocessor.